Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. The watchman truseal access system (was) double curve was used. The sheath was kinked when the physician deployed the closure device and the kink was observed after the was was withdrawn. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) without the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, shaft and tip revealed that the sheath was kinked 3cm proximal of the tip. There was no dilator returned with the device. A kink occurred during analysis of the device 9.5cm proximal of the tip. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. The watchman truseal access system (was) double curve was used. The sheath was kinked when the physician deployed the closure device and the kink was observed after the was was withdrawn. The procedure was completed with a different device and no patient complications were reported.